Event description:
It was reported that during a da vinci-assisted surgical procedure that error c 33 occurred against the erbe. The procedure was reportedly continued as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the customer used a valley lab/ force triad generator to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.